Manufacturer narrative:
(B)(4). A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
It was reported that a one-link needle-free IV connector was observed with no flow. The solution that was intended to be infused was fluorouracil. According to the reporter, this event was noted during patient use but no patient injury or medical intervention was associated with this occurrence. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned fully primed with chemotherapy solution, making a complete evaluation impossible. The evaluation was limited to a visual inspection through a ziplock bag, which did not identify any obvious defects that could have contributed to the reported condition. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is obtained, then a follow-up MDR will be submitted.